Event description:
The resident was being transferred when she reached her left arm back to grab onto the nurses aid. The lift pad allegedly became unbalanced, causing the resident to slide out of the sling backwards, flip over, and land on her face between the legs of the lift. The resident was allegedly transfered to the hospital and returned to the facility 2 days later with no significant injuries.

Manufacturer narrative:
A resident was being transferred in a lift by a nurse aid. The resident reportedly was reaching back to the nurses aid and the resident had reportedly slid out of the sling. Current user guide covers proper transfer methods. Nature of complaint suggests a transfer error. MDR filed based on alleged injury.